Manufacturer narrative:
B3 date of event: estimated based upon report of event occurrence "couple weeks ago, but not definite on the date."

Event description:
It was reported that stent damage and detachment occurred. Upon opening the device packaging, a 4.00 x 48 mm synergy xd was noted to be "off the balloon and stretched out." There was no damage to the packaging noticed. There was no reported harm as the device was not used in the patient. The procedure was successfully completed.